Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 86 mg/dl. Customer stated that there is crack on middle between the battery plug and the reservoir housing and cracked on the bottom of the pump. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.